Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the device noted no evidence of physical abnormality. Functional and pressure testing were performed and no evidence of leak was identified. No root cause was identified.

Event description:
It was reported that an extension set leaked in the bottom. This occurred before use of the device. There was no patient involvement reported. No additional information is available.